Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. At the time contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised the patient's mother to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no issues related to the customer complaint were found. Functional testing was performed on the device and no failures related to the customer complaint were found. The device was determined to be working within the required specifications without malfunction. Therefore, the customer complaint of intermittent audio output could not be confirmed.